Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an anterior cruciate ligament repair surgery, the ultra fast-fix was unable to deploy out the t2 implant, it got stuck after t1 was implanted into the meniscus. The procedure was completed with a 5-minute surgical delay using a back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the t1, t2, and suture are still on the needle. The t1 has been pushed back behind the dimple. The t2 has been pushed forward to touch the t1. The variable depth straw was not returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include pushing t1 behind the dimple. No containment or corrective actions are recommended at this time.